Event description:
Falsely elevated troponin (ctni) results were obtained on several patient specimens. The falsely elevated ctni results were reported to the physicians. The next day, quality control was assayed and the results were elevated. After troubleshooting of the device, repeat analysis of the patient specimens for ctni on a second analyzer obtained normal results. Corrected results were issued to the physicians. There were no adverse health consequences as a result of the falsely elevated ctni results.

Manufacturer narrative:
The customer did not complete the recommend quality control testing prior to reporting elevated troponin (ctni) results. Quality control results indicated a system problem. The ctni insert sheet indicates: "at least once each day of use, analyze two levels of a quality control material with known cardiac troponin-I concentrations. If the results fall outside of the laboratory's acceptable limits, follow the procedure outline in your dimension (r) system manual."